Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited lead body damage and fracture. Pacing was also not delivered. This lead was abandoned surgically. No additional adverse patient effects were reported.